Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed a malfunctioning flexvision pc. Onsite inspection identified that the actual cause of the issue is that the power supply unit that converts the ac power to dc power in the main cabinet was defective. Fse replaced dc power supply (dcps), which resolved the issue temporarily. The defective dcps was returned for analysis, and the cause of the dcps failure was identified as a power supply defect. The same issue reoccurred again and was resolved by replacing the flexvision pc. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system remains at "system starting 00:00" and does not complete the boot up. The system was not in clinical use. There was no reported patient or user harm. Philips field service engineer (fse) inspected the system onsite and after the power supply unit (dcps) was replaced, the device was returned to use in good working order.